Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) treated several ventricular tachycardia (vt) episodes, although some episodes were inappropriately labeled and treated as supra ventricular tachycardia (svt). Some electromagnetic interference was also noted to be occurring. The patient was reportedly having a blood transfusion at the time of the treated episodes but no specific equipment was mentioned. The device feature which withholds inappropriate ventricular detection for rhythms characteristic of svt origin was set to monitor-only status, the vt zone was lowered and therapies were made more aggressive. The device remains in use. No further patient complications have been reported as a result of this event.